Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys tsh assay (tsh) on a cobas e 411 immunoassay analyzer. No erroneous results were reported outside of the laboratory. The sample initially resulted as < 0.005 uiu/ml. The sample was repeated, resulting as 0.836 uiu/ml. No adverse events were alleged to have occurred with the patient. The tsh reagent lot number was 294897, with an expiration date of 31-aug-2018. Calibration signals were ok. Data was provided for one level of control and these values were within specifications. Control was not measured on (B)(6) 2018. The analyzer date setting was found to be set back to (B)(6) 2017. Based on the provided information, a general reagent issue can most likely be excluded. The investigation was unable to find a definitive root cause.